Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during a diagnostic bronchoscopy procedure the image was unable to be viewed due to noise on the screen. There were no reports of patient harm.